Event description:
It was reported that pt underwent revision total knee arthroplasty in 1998. Subsequently, radiographs showed tibial loosening and revision right total knee arthroplasty performed in 2003.